Event description:
It was reported that the user experienced occlusion alarms while using an infusion set and the alerts resolved only after a complete infusion set change, consistent with an insulin flow obstruction at the set. No adverse clinical symptoms associated with interrupted insulin delivery reported. Outcomes included the need for troubleshooting and education with resolution after supply replacement without hospitalization. Customer care provided support that included investigation, remote technical assessment and guided user troubleshooting focused on the infusion set and delivery pathway. Investigation of this case revealed an occlusion at the infusion set level that was corrected with a full set change, aligning with an infusion pathway blockage associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion.

Manufacturer narrative:
Initial.